Event description:
Customer reported a past high blood glucose event, but the suspected cause was unknown. The customer addressed the elevated blood glucose level with a manual injection of insulin and continued to use the pump for insulin therapy. Recommendation was made to consult with a healthcare provider regarding diabetes management.